Event description:
It was reported that the user contacted support to complete a factory reset and setup of the ilet system after experiencing dosing issues related to incorrect meal size announcements, seeking to adjust meal values to align with actual intake while using a dexcom g7 and an infusion set. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included completion of troubleshooting and education with restoration of proper setup and guidance on appropriate meal announcements. Investigation included technical support review, user education, and device setup verification. Investigation of this case revealed user-related use error in meal announcement sizing rather than a device malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error with successful mitigation through education and device reconfiguration.